Event description:
(B)(4). Shortly after my procedure, I had 8 weeks of very painful cramps, not to mention the river of blood and big blood clots I was passing. Started having some bad headaches, lots of cramping in my back, I'm staying bloated,get light headed all the time. My periods are crucial. Sometimes putting me in my bed cause of the pain of the cramping. I have to wear 2 super absorbent pads at a time and can't use tampons cause it's too painful. I have absolutely no energy, and I have 3 children 3 years and younger to look after. I have been staying nauseous and this last weekends round with the vomiting was so horrible. I wouldn't wish that on anyone. I went back to the obgyn and they told me that I was in my head about the essure making me sick and tried to say maybe organ prolapse was causing my pain. Went to my normal pcp and he made me feel like I was just asking for medicine. But no help with the pains and problems I'm having. Not even test. Anything. I always feel bad and can't get the doctors to take me seriously. I'm at my wits end. I dread next week cause it's that time of the month again and I really don't want to start my period cause I know the things I will be going threw those days.